Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were experiencing transient pain at right sided implant side, radiating to sternum. The patient reported that their implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) leads migrated, with possible loop in the leads and they can feel the leads at the bottom of their ipg, which was reported to be implanted, "upside-down." The ipg system remains in use. No further patient complications have been reported as a result of this event.